Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 mixed mitral regurgitation (mr) and a congenital heart defect (one ventricle, one atrium, one valve, and no interatrial septum) for a mitraclip procedure. It was noted that the patient was 22 years old. The first clip was working as intended. Several grasping attempts were performed, until it was noted that the tactile gripper could not lower. The device was taken back to the atrium to remove. There it was noted that the clip was not fully closing and remained open at 50-60 degrees. Troubleshooting was performed and eventually the clip closed and was easily removed. The mr was reduced to grade 2 with a replacement. There were no adverse effects to the patient and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was confirmed via returned device analysis. The reported difficulty closing the clip was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue appears to be due to the observed broken gripper line and the broken gripper line appears to be due to multiple grasping attempts. The difficulty closing the clip was due to the gripper arm protruding from the clip. The gripper arm protrusion appears to be a cascading effect of the bent gripper arm combined with troubleshooting maneuvers. The bent gripper arm appears to be due to multiple troubleshooting maneuvers of the gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.